Event description:
A customer contacted beckman coulter regarding an elevated glucose (gluc) result generated by the synchron lx 20 pro instrument. The customer indicated that an ER patient sample was tested for gluc and a result of 457mg/dl was obtained. The gluc result was reported out of the lab. The customer re-tested the patient original sample for gluc on a different instrument in the customer's lab. The gluc result was 87 mg/dl. A physician questioned the gluc result. On the next day, the customer ran gluc test on the different instrument using a red top tube sample collected from the patient at the same time as the initial draw. The gluc result was 91mg/dl. Unknown if treatment was affected as a result of this event.

Manufacturer narrative:
Investigation summary: the sample was collected in a greiner lithium heparin tube in the ER. A complete metabolic panel was performed along with the gluc test and all other chemistries correlated to the original result. The customer was repeating all gluc results greater than 400mg/dl and as of 2006, no other events were identified from this account. A clear root cause was not determined in this event. A malfunction will be assumed for the purpose of this report.